Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient who underwent an unknown procedure with an unspecified mentor gel breast prosthesis developed a sharp, burning pain in her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 04/04/2019, mentor received additional information about the event: the implantation date for the suspect medical device is (B)(6) 2004. The explantation date for the suspect medical device is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).